Event description:
It was reported that approximately 17 years post-implantation, the patient underwent a hip revision due to elevated metal ion levels. Necrotic tissue was noted and debrided during the procedure. Had a head and liner exchange with a new sleeve. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown / as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d5; g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review identified the following: an initial left tha was performed on an unknown date with unknown product. The first revision occurred due to fracture. A second revision which involved zb products was performed due to elevated metal ions, altr, and necrotic tissue. The head and liner were explanted and replaced with no issues noted. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.